Event description:
Hospital reported vasoview hemopro 2 made a buzzing sound when activated, but would not burn. They tried a new cable before opening a new kit. New kit/different lot # worked fine. No delay. No harm.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 09/28/2023. An investigation was conducted on 10/03/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. The heater wire and clear silicone insulation of the jaws was observed to be intact with no visual defects. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test. It did not produce visible steam and heat during ten (10) 3-second activations. A tone was audible from the power supply upon activation and the jaws warmed, but were not hot. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .657ohms which is within specification. The device failed the temperature measurements test. The displayed temperature increased to 26.2 degrees and did not turn green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. An engineer evaluation was conducted on 10/10/2023 with the following results: the complaint device did not show any signs of clinical use. The complaint device was connected to the complaint lab¿s hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (c- vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position and the toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position. The hemopro power supply immediately started making an audible beeping sound that indicates electrical energy is being delivered to the complaint vh-4000 hemopro2 tool but the heating element on the jaws of the complaint vh-4000 hemopro2 tool did not heat up as expected. Additionally, it was observed that while electrical energy was being delivered to the complaint vh-4000 hemopro2 tool, the proximal end of the shaft tip near the black flex shaft became extremely hot to the touch. This indicated that there was an electrical short in this section of the shaft tip. Next, to evaluate why the shaft tip was getting hot, the shrink tubing and shaft pin were removed from the shaft tip. Examining, under magnification, the hole in the shaft tip where the shaft pin was removed, it was observed that there were strands of exposed metal wire inside shaft tip where the shaft pin had punctured the wire insulation. The jaws were removed from the shaft tip to further examine the puncture to the wire. It was observed that the shaft pin had punctured the wire going to the heating element. Based on the returned condition of the device, the reported failure "electrical/electronic property problem" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot #3000329421 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.